Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and medical device pain ("essure device induced pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices, and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and medical device pain outcome was unknown. The reporter considered dysmenorrhoea, medical device pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: satisfactory placement of essure both coil on (B)(6) 2014, hysterosalpingogram showed satisfactory placement of essure both coil and full occlusion of both tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: extending into endometrium"), device dislocation ("migration of essure device: location: unspecified"), device expulsion ("migration of essure device location of device: extending into endometrium"), pelvic pain ("pelvic pain"), post procedural haemorrhage ("bleeding post-hysterectomy"), excessive granulation tissue ("abnormal granulation tissue"), endocervical curettage ("biopsy of ecc"), cholecystectomy ("cholecystectomy") and biopsy endometrium ("biopsy of endometrium") in a 33-year-old female patient who had essure (batch no. B53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (4), pre-eclampsia, twin pregnancy, gestational diabetes, gastric banding, gastric banding reversal, multigravida (8), parity 3, vaginal haemorrhage in (B)(6) 2012 and menorrhagia in (B)(6) 2012. Previously administered products included for an unreported indication: augmentin, contraceptives for topical use, iud and implanon. Past adverse reactions to the above products included nausea with augmentin. Concurrent conditions included pap smear abnormal, chest pain, dysphagia, essential hypertension, fatigue, gerd, gestational diabetes, morbid obesity, obstructive sleep apnea syndrome, hypothyroidism (postoperative), osteoarthritis (both knees), venous insufficiency (lower extremity), vitamin deficiency, yeast infection and breast feeding. Concomitant products included amoxicillin, azithromycin, bactrim (sulfamethoxazole w/trimethoprim), beta-lactamase sensitive penicillins (penicillin), cefalexin (cephalexin), ciprofloxacin, ciprofloxacin hydrochloride (ciprodex), citalopram, clindamycin, clobetasol, cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), epinephrine, fluconazole, fluticasone, ibuprofen, levothyroxine sodium (synthroid), meloxicam, methocarbamol, methylprednisolone, metronidazole, neobiphyllin (novofilin), omeprazole, oxycocet (acetaminophen w/oxycodone), piroxicam, prednisone, salbutamol (albuterol), tizanidine, tobramycin, topiramate, tramadol, venlafaxine and zolpidem tartrate. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 9 days after insertion of essure, the patient underwent endocervical curettage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced biopsy endometrium (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and medical device pain ("essure device induced pain"). On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), excessive granulation tissue (seriousness criterion medically significant), uterine enlargement ("enlarged uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices/bilateral salpingectomy/hysterectomy ((B)(6) 2015),surgery (cauterized cuff with silver nitrate ((B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic pain, post procedural haemorrhage, excessive granulation tissue, endocervical curettage, medical device pain, uterine enlargement, cholecystectomy, biopsy endometrium, coital bleeding and abdominal pain outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, biopsy endometrium, cholecystectomy, coital bleeding, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endocervical curettage, excessive granulation tissue, medical device pain, menorrhagia, pelvic pain, post procedural haemorrhage, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on an unknown date: negative . On (B)(6) 2014, hysterosalpingogram showed satisfactory placement of essure both coil and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea and pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: location: unspecified"), embedded device ("migration of essure device location of device: extending into endometrium"), device expulsion ("migration of essure device location of device: extending into endometrium"), pelvic pain ("pelvic pain"), endocervical curettage ("biopsy of ecc"), excessive granulation tissue ("abnormal granulation tissue"), cholecystectomy ("cholecystectomy") and biopsy endometrium ("biopsy of endometrium") in a 33-year-old female patient who had essure (batch no. B53036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (4), pre-eclampsia, twin pregnancy, gestational diabetes, gastric banding, gastric banding reversal, multigravida (8), parity 3, vaginal haemorrhage in december 2012 and menorrhagia in december 2012. Previously administered products included for an unreported indication: implanon, augmentin, contraceptives for topical use and iud. Past adverse reactions to the above products included nausea with augmentin. Concurrent conditions included pap smear abnormal, chest pain, dysphagia, essential hypertension, fatigue, gerd, gestational diabetes, morbid obesity, obstructive sleep apnea syndrome, hypothyroidism (postoperative), osteoarthritis (both knees), venous insufficiency (lower extremity), vitamin deficiency, yeast infection and breast feeding. Concomitant products included amoxicillin, azithromycin, bactrim (sulfamethoxazole w/trimethoprim), beta-lactamase sensitive penicillins (penicillin), cefalexin (cephalexin), ciprofloxacin, ciprofloxacin hydrochloride (ciprodex), citalopram, clindamycin, clobetasol, cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), epinephrine, fluconazole, fluticasone, ibuprofen, levothyroxine sodium (synthroid), meloxicam, methocarbamol, methylprednisolone, metronidazole, neobiphyllin (novofilin), omeprazole, oxycocet (acetaminophen w/oxycodone), piroxicam, prednisone, salbutamol (albuterol), tizanidine, tobramycin, topiramate, tramadol, venlafaxine and zolpidem tartrate. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 9 days after insertion of essure, the patient underwent endocervical curettage (seriousness criterion medically significant). On(B)(6) 2014, the patient experienced biopsy endometrium (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and medical device pain ("essure device induced pain"). On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6)2015, the patient experienced post procedural haemorrhage ("bleeding post-hysterectomy"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6)2016, the patient experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), excessive granulation tissue (seriousness criterion medically significant), uterine enlargement ("enlarged uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices/bilateral salpingectomy/hysterectomy ((B)(6) 2015)surgery, surgery (cauterized cuff with silver nitrate ((B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, device expulsion, pelvic pain, medical device pain, endocervical curettage, post procedural haemorrhage, excessive granulation tissue, uterine enlargement, cholecystectomy, biopsy endometrium, coital bleeding and abdominal pain outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, biopsy endometrium, cholecystectomy, coital bleeding, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endocervical curettage, excessive granulation tissue, medical device pain, menorrhagia, pelvic pain, post procedural haemorrhage, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-oct-2014: total bilateral occlusion pregnancy test - on an unknown date: negative. On 20-oct-2014, hysterosalpingogram showed satisfactory placement of essure both coil and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea and pelvic pain." Most recent follow-up information incorporated above includes: on 15-may-2018: reporter information was added. This case concerns 33 year old patient. Her historical medication/condition and concurrent conditions were added. Lab data was added. Essure indication was amended. Her concurrent medications were added. Essure lot number was added. Following events: migration of essure device: location: unspecified, biopsy of ecc (endocervical curettage), bleeding post-hysterectomy, abnormal granulation tissue, enlarged uterus, dyspareunia (painful sexual intercourse), migration of essure device location of device: extending into endometrium, cholecystectomy, biopsy of endometrium, abnormal bleeding (vaginal/menorrhagia), post coital bleeding and abdominal pain were added. She had recovered form the events: dysmenorrhea, dyspareunia and recovering form abnormal bleeding (vaginal/menorrhagia). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.